Manufacturer narrative:
Company representative evaluated the unit. Corrections included upgrade of software and calibrating the unit. The unit was then tested to factory specifications.

Event description:
Customer reported an issue with the accutorr v monitor, which may have affected patient monitoring. No pt injury was reported.